Event description:
This device was implanted on (B)(6)2008 and was taken out-of-service and abandoned in the patient on (B)(6)2012. This is considered off-label. The physician is dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).